Event description:
Per the informantion provided to co by the hospital, the device was removed due to a "tubing fracture near the reservoir", secondary to a "fluid loss". 10/28/96-upon receipt of information provided to co by the physician's office it was stated, "there was a specific leakage site observed in the reservoir tubing between the connection and reservoir". As reported to co the entire device was removed and replaced with another co's 3 piece inflatable penile prosthesis.

Manufacturer narrative:
In a returned questionnaire, the physician indicated the following: a specific leakage site was observed in the reservoir tubing between the connector and the reservoir, the doctor did not notice whether the tubing was kinked or twisted around each other when he opened the pocket, when the device was implanted there was not excessive tubing length observed, when implanted inadequate tubing length was observed, nothing was noted in the positioning that may have caused stress(es) to the device, there was no info apparent in the pt's history which may have contributed to this occurrence, the device was not in contact with any unshod, sharp instrumentation during or subsequent to removal. Two cylinders, the reservoir, and the pump were received and evaluated by the MFR. An obvious leakage site existed in the reservoir tubing. Microscopic examination of the leakage site showed that the cross sectional surfaces were rough and irregular, indicating a tubing tear. Based on the reseived info and quality assurance testing and examination, qa concludes that the leakage site in the reservoir tubing caused the pt's fluid loss. The tubing tear that caused this leak resulted from device usage over time. Inadequate tubing at implant, as the physician noted, may have contributed to this occurrence.